Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
This is being reported for a problem found earlier. Our evaluation of the misplaced implants was inconclusive due to no case logs from the procedure being provided despite multiple attempts to obtain them. The description provided states that while using excelsiusgps, navigation is inaccurate where screws appear lower in the pedicle than planned. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.